Event description:
The customer stated that the buttons were not responding on the insulin pump. Troubleshooting was performed and the buttons continued to be unresponsive. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Unable to confirm the frozen display due to the blank display. Corroded electronic and motor assembly was noted during visual inspection.